Manufacturer narrative:
Product evaluation: failure analysis for fiber (B)(4): the glass cap shows a circumferential fracture on the distal side of fiber/cap fusion zone at the bevel edge; the fiber proximal to fracture can rotate independently of metal cap; the glass cap bevel edge and the metal cap are not aligned; the glass cap is protruding from the metal cap; the glass cap exhibits moderate devitrification at the output window; the metal cap shows moderate char on metal surface; minor scratches on the metal cap. Based on device analysis, the potential for forward firing may exist. Probable root cause: based on the device analysis, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.

Event description:
It was reported that during a prostate procedure @ 120,630 joules and 23:44 minutes of use, dr complained that during sweeping motion, laser wouldn't follow. It was further reported that "fiber would twist at the tip when physician rotated the thumb wheel." The fiber tip (cap) was not cleaned during the procedure. The procedure was completed using a second fiber. There was no injury to patient reported.